Event description:
Initial reporter indicated that a system diagnostics test on a patient's device resulted in high lead impedance, indicating a possible lead malfunction. There was no report of the patient experiencing any injury or trauma that may have damaged the vns therapy system. Patient reported an increase in seizure but not above pre-vns level. X-rays obtained. It was noted that the connector pin was no fully inserted. No revision surgery has been scheduled at this time.

Manufacturer narrative:
X-rays reviewed by the manufacturer. X-rays reviewed by the manufacturer, lead pin appears to be not fully inserted past the connector block of generator. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.